Event description:
Information received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician found a sticky substance on the inside of the rail which prevented the siderail from latching. The technician cleaned the siderail latching mechanism to repair the bed.